Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI (1.5 tesla). The clinician did not follow the manufacturer's instructions for use of MRI. There are plans to reposition the magnet, however, this has not occurred as of the date of this report. The implanted device remains.